Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system monitor would lose functionality and display an amber led when disconnected from a known functional outlet. It was reported that plugging the viewing station of the imaging system in and restarting would restore functionality. There was no patient present when this issue was identified. No additional information was provided.